Event description:
It was reported by the rep that the device was used during a laparascopic cholecystectomy procedure. It was reported that the 511sd trocars white silastic ring became dislodged from the flapper valve. It was retrieved from the abdominal cavity without incident. No other instrument was required to finish the case. There was no consequence to the patient.